Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturing representative reported the implantable neurostimulator (ins) was removed and reimplanted on the patient's other side. The patient was in good condition.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085, product type: extension. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the patient had the implantable neurostimulator (ins) replacement in (B)(6) 2015. It was found that ulceration at the position of "shins" and chest. Could see the extension wire at the wound, liquid wound exudate. The patient suggested to take out the ins and extension wire, cleanup "fester" part, and after three months of recovery as the site of infection, and then decide whether to implant the same ins again. The physician told the patient that the ins may not be re-implanted, the patient requested if the ins could be sent to the device manufacturer to do an aseptic processing and re-implantation (battery was only used eight months). It was noted that the implant surgery was successful and that perioperative antibiotics were administered. The indication for use included parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer representative (rep) reported that the rejection occurred after replacing the battery. "The position of the wound to stimulate the rupture," surgery was done, but there is still a "long bad." It was stated that the doctor needs to be informed until 3 months after the implant surgery to decide whether they would implant the same ins again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.